Event description:
It was reported that the lead was explanted due to delivery of inappropriate therapies. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available, due to confidentiality concerns. Evaluation summary:.distal conductor fractured; full lead analyzed.